Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was unknown. The customer stated that they observed air bubbles in reservoir but the size of air bubble was 20-40 cm tube. The reservior will not be returned for analysis.